Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed air in line. It was stated that the bag of medication was completely empty. The settings had been reviewed, and the pump had been powered off. The clamp on the line had been closed. Uncertainty remained as to whether this had caused the bag to empty earlier than expected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. No patient harm was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.